Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 400 mg/dl. Customer¿s spouse advised two weeks prior to the high blood glucose levels the patient went to the hospital due to diabetic ketoacidosis. Customer¿s spouse advised the infusion set resulted in high blood glucose levels. Customer advised the auto mode feature was active during the high blood glucose event. Customer¿s spouse was advised different replacement infusion sets would be sent out to prevent high blood glucose levels. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir infusion set unomedical infusion set